Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the upstream occlusion alarm. Further eval found the upper reading on the ultrasonic sensor to e out of spec, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.